Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed displayable history crc check failed on startup. Customer's blood glucose was unknown. Customer had to reset the time and the device wasn't stored without a battery. The device alarmed in the middle of the day, and it isn't doing anything. Customer was advised the device it was normal behavior during normal use. Customer was advised to call back if any issue occurred.